Manufacturer narrative:
H3: a hardware analysis was initiated to determine the probable cause of the issue. Analysis found that there was terminated spin errors. They performed motor isolation test, passed. Test rotor tractor drive assembly with motion cart, failed. When applying power to assembly the motor would rotate, when flexing the feedback cable on the motor, the motor would intermittently stop rotating. Intermittent connection into the feedback cable. Faulty rotor drive assembly. Fdc codes: 4307; fdm codes: 10 and fdr codes: 120 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065, serial/lot #: (B)(4). Logs have been returned and are pending review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the system was still giving an "early termination" error. The manufacturer representative eliminated the potential that this was due to any hand switch damage, by using the foot switch. The representative was able to take the first spin with no issues. However, when taking the confirmation spin, the representative received the error and would get an incomplete spin. This happened twice, before the third confirmation shot. On the third confirmation shot the representative still received the error, but the system produced a complete spin. There was no patient harm and the procedure was not delayed over an hour.

Manufacturer narrative:
H2: additional information: this event was assessed for accidental radiation. It was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded the event probable cause is due to hardware issue, bi71000192 drive rotor tractor electrical component failure. Component replaced to resolve. Number of people exposed: 1 - patient number of people in or other than patient: 2 estimated 3d dose absorbed (patient): 16.85 msv h2, h3, h6: device evaluation: the returned motion enclosure was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned motion control box was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned pendant was analyzed, and no failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The software was analyzed, and it was determined that it was functioning as designed. Previously reported code 10 is applicable, as are codes 213 and 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that there were two people in the room (excluding the patient) at the time the issues with early termination occurred.

Manufacturer narrative:
B5) additional information provided. D10/h3 additional information) the gantry motion controller, pendant, motion interface controller, and rotor tracker drive were returned to medtronic. Analysis was not completed at the time of filing. H6 additional information) fdm 4118, fdr 3233, fdc 11 are applicable to the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: (B)(6) 1 : s/n (B)(6) ubd: unknown, UDI#: unknown h2, h3, h6: a medtronic representative visited the site to evaluate the equipment. It was noted that when trying to rotate the rotor, it would stop abruptly. Hardware parts were replaced, and the system passed checkout. Codes 10, 180, and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.